Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing worsening of pain following reprogramming. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing worsening of pain following reprogramming. The patient will undergo a lead replacement procedure.